Event description:
Revision surgery - the pt received a reverse shoulder prosthesis and has dislocated post surgery. The surgeon increased the socket size to lateralize the joint an additional 8mm and replaced the shell and insert. The pt initially fell and then continued to dislocate.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 10.5 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the patient. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.